Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, g3, g6, h2, h6. The device history record (DHR) was not reviewed as the device serial number was not provided. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction.

Event description:
Edwards received notification that this (B)(6) patient with a 33mm edwards perimount valve implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of approx. 7 years and 9 months due to degeneration leading to stenosis (valve orifice of 0.75m2) and regurgitation. The patient presented with cardiac myxomas and elongated leaflets. A 29mm sapien3 valve was implanted within the surgical edwards valve using the transapical approach. The patient condition was noted as good, after the procedure. Patient's medical history included: cardiac decompensation with tachyarrhythmia absoluta, grade 2 acute kidney injury (aki) barlow syndrome.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.